Event description:
Revision surgery - due to instability and pain, the surgeon performed a revision of an rsp monoblock.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability and pain after 10.75 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product; the part(s) were dispositioned rework for an undersized feature. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the instability and pain was not determined with confidence. There was no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.